Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description and photo provided, a likely cause is a y connector leak. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
A user facility reported while priming 3m¿ ranger¿ blood/fluid warming high flow set tubing with saline, there was a leak at the bifurcation of the dual tubing. No injuries or medical interventions were required due to the alleged malfunction. The facility later reported the device was not connected to the patient at the time of the reported event.

Manufacturer narrative:
The device was returned to solventum for analysis. Inspection of the sample did not confirm a leak location. No defects were observed from the returned sample.